Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/24/2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2017. No additional event or patient information is available. The transmitter was returned for evaluation. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A global transmitter functional test was performed and the transmitter passed. The reported inaccuracy could not be confirmed because the complaint could not be replicated with the returned device. A root cause could not be determined.